Manufacturer narrative:
A good faith effort was made to retrieve additional information regarding resolution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited frequent noise. Technical services (ts) reviewed device data and noted that the noise was in the presence of atrial arrhythmia and indicated that ventricular fibrillation (vf) could not be ruled out. It was noted that the ventricular pacing continued through the noise and the rhythm self-terminated. Ts recommended in person evaluation. This lead remains in service. No adverse patient effects were reported.